Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with insulin pump. The customer stated he put ne battery into his pump and took his blood glucose and the reading did not appear on his pump; he had a blank screen. The pump came back on showing a quarter life going up and down. The customer's blood glucose was unknown. The customer was advised the pump will be replaced and revert to back up plan.